Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The explanted device was not available to be returned for evaluation as it was disposed of at the implanting center. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a chronic driveline infection. The patient was first admitted on (B)(6) 2015 for symptoms of fever and chills. Multiple courses of antibiotics were administered including vancomycin, cefazolin, clindamycin, keflex, rifampin, gentamicin, cefepime, ciprofloxacin/flagyl, doxycline, unasyn, and zosyn. It was reported that ciprofloxacin/flagyl had to be discontinued to unspecified gastrointestinal bleeding side effects. Ultimately, the patient elected for explant due to an improved ejection fraction (ef) of 45%.